Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) channel that resulted in ventricular pacing being delivered. The ventricular pacing induced the patient into an arrhythmia. The root cause of the undersensing was found to be due to beats falling into the programmed blanking period. The device was then reprogrammed to aai, and the physician inquired about therapy delivery in aai. Technical services (ts) discussed therapy functions. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) channel that resulted in ventricular pacing being delivered. The ventricular pacing induced the patient into an arrhythmia. The root cause of the undersensing was found to be due to beats falling into the programmed blanking period. The device was then reprogrammed to aai, and the physician inquired about therapy delivery in aai. Technical services (ts) discussed therapy functions. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that no further information was received from the physician.